Event description:
It was reported that during a stereotactic breast biopsy procedure, the plastic tip of the market was sheared off into the patient. The doctor took images of the patient, but was not able to find the sheared plastic tip. There was no patient consequence.